Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed bruising under the back therapy electrodes of the lifevest. The area was also described as a little red and very dry. The patient was prescribed a salve, advatan (methylprednisolone). Follow-up indicated that the skin was still a little rough but the irritation was improving.